Manufacturer narrative:
Sections with additional information as of 29-oct-2021: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptoms and meter results. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 16-sep-2021 to ensure the replacement products resolved the initial concern. Able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from high results obtained of 304 and 186 mg/dl. Customer stated that in (B)(6) 2021 (customer could not recall specific date) she had obtained a fasting blood glucose test result of 53 mg/dl using the true metrix meter. Customer stated she had been shaky at the time. Customer stated she had contacted her doctor, who had instructed customer to take glucose tablets to raise her blood glucose level. Customer stated she had taken four tablets; customer had performed a blood glucose test afterwards and obtained 120 mg/dl. The customer¿s expected am fasting blood glucose test result is 140 mg/dl and expected non-fasting blood glucose test result is under 200 mg/dl. Customer stated the night before she had a headache and blurry vision; at the time of the call, the customer felt well and did not report any symptoms. During the call, a blood test was performed by the customer fasting and produced test result of 161 mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/17/2022 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history (date not set): (B)(6).